Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced due to overstimulation at the ipg site.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced pain at their ipg site. Reportedly the physician was able to flip the ipg in the pocket as a result, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.